Manufacturer narrative:
Upon visual inspection, the rear motor assembly was found to be damaged. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the core universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.